Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive. It was noted that the right atrial (ra) lead exhibited undersensing and possible loss of capture. It was noted that the right ventricular (rv) lead exhibited undersensing resulting in ventricular pacing into st-t segment. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.